Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a calibrator error message occurred. As a result, an alternate device was employed. No other details regarding the nature of this event were reported.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.